Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. The proglide failed as the suture was missing during step 3 (removal of proglide plunger). The proglide device was removed and hemostasis was accomplished with manual compression. The patient is doing fine. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained and proficient in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A conclusive cause for the reported needle to cuff miss could not be determined. The subsequent treatment appears to be related to procedure circumstance. In addition, analysis of the returned proglide device, found the posterior needle tip was broken off. The detached needle tip was not returned with the proglide device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.